Event description:
This senior medical surveillance specialist spoke with the patient/layperson on 08/04/2009 regarding her caregiver's 2009 report that the onetouch profile meter prompted apply sample after blood was applied. The alleged issue was not resolved. The pt clarified and reported the following to this specialist. The pt has episodes of hypoglycemia, usually in the middle of the night while asleep, since 8 inches of her lower intestine and 6 inches of her upper were removed. The pt is diet controlled and must eat before going to bed. The pt had been unable to obtain results all day sometime in 2009 and at 11 pm due to apply sample continuing to prompt after she applied blood. The pt ate a banana and drank orange juice before going to sleep, her usual precaution to prevent hypoglycemia. At 1 a.m. One day prior, the pt woke up shaky and dizzy. Knowing she was low, the pt drank "a big glass of orange juice" and called the caretaker who lives six miles from her home. The caretaker took no action and no other medical treatment was required after the pt had self-treated. This specialist also was unable to troubleshoot because the meter would not turn on although the batteries had been changed prior to a day prior. Because the pt reported that she was unable to obtain blood glucose results and several hours later was shaky, this complaint is reported. The products were upgraded and replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.